Event description:
It has been reported to philips that the azurion 7 m12 system was operational, but that the fluoroscopy kept cutting out. The system was in clinical use and no harm has been reported. A philips technician replaced the chiller board, which did not resolve the issue. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy keeps cutting out. The fse checked log and found multiple sscf communication error. Fse replaced the pdu control board. After replacement of pdu control, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.